Event description:
The customer reported the unit had an led failure. There was no patient or user harm.

Manufacturer narrative:
It was reported to philips by a customer that the unit post led failed. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The power switch overlay was replaced to resolve the reported issue. The unit passed technical testing and was endorsed to end user for clinical acceptance. The system fully meets specification and was returned to use. The primary mode of failure for this overlay has been determined to be delamination and cracking of the encapsulate epoxy encasing the led dice, and physical shearing of the epoxy or trace causing opened and intermitted trace continuity to the led.